Event description:
An error message was reported with the adc device and customer was unable to obtain readings after approximately two days of wear. As a result, customer experienced symptoms consistent with hypoglycemia, including feeling cold, shaking, and loss of consciousness. The customer managed the event by consuming a pepsi, a tang drink, and a glucose supplement. The customer was admitted to the hospital; however, no treatment or intervention was administered by a healthcare professional (hcp) or non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.